Event description:
It was reported, the bronchovideoscope had a crushed insertion tube and no image. The issue occurred during reprocessing at the end of a diagnostic procedure that was completed with the same device. There were no reports of patient harm and no delay.

Manufacturer narrative:
The device was returned and the evaluation found a collapse/buckling of the insertion tube and there an e216 scope communication error. There was also a trace of moisture inside the scope connector. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed a breakage of the image sensor unit and deformed insertion tube; however, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.